Event description:
It was reported that shaft break occurred. The target lesion was located in severely calcified coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, after trying to cross a calcified lesion, the proximal shaft broke. The device was removed and pulled out from the patient intact. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in severely calcified coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, after trying to cross a calcified lesion, the proximal shaft broke. The device was removed and pulled out from the patient intact. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 23.1cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.